Event description:
The following has been reported: biomed reported: pump has a stuck valve pin. The bottom right pin is pressed in and will not release even after cleaning. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.